Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right atrial (ra) lead had a suspected fracture. High impedance and noise were also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, in segments, and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst indicated that the lead was returned with the helix fully retracted and the lead in segments. No further helix testing was possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.